Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and buttons were not responding. Customer's blood glucose level was 118 mg/dl. Customer also reports that there was fluid under the lcd screen. Customer was advised to discontinue use of the insulin pump. Insulin pump will be returned for analysis.